Manufacturer narrative:
Zimmer biomet complaint (B)(4). Investigator reached out to biomet (B)(4), packaging manager, and shipping supervisor, they confirmed that the label was not placed in packaging, shipping or at biomet (B)(4). Per engineer reached out to the supplier and it was determined that the supplier did not place the label on the part. The root cause can only be determined to that the label was placed on the product outside of biomet control. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional related issues for this item. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that two units had an outer label and inner label that had different lot numbers. This was discovered at a hospital. It did not cause any adverse events. This was not a revision surgery.